Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the enseal g2 sealer 35cm was opened and jaw broke during the first activation. Surgery was not delayed due to the event and was successfully completed. No fragments were generated. There was no consequence reported. Surgery was completed with another enseal probe. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2020. Investigation summary: the device was returned with the upper jaw detached and not returned and the I-blade upper tip broken lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.